Event description:
It was reported that the patient presented to the hospital for an unrelated scheduled procedure. The atrial leads insulation exhibited an anomaly and was capped and replaced during the procedure.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.